Event description:
Customer reported the system continues to fluoro after switch is released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and control panel processor. System operates as intended.